Event description:
It was reported via email that the customer was hospitalized with diabetic ketoacidosis. The details of the hospitalization was not provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.